Manufacturer narrative:
Further information was requested but not received. The device was returned. The interrogation showed normal results and visual screen was acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with bacteremia and a pocket infection. There was the presence of grey necrotic tissue and light yellow pus in the pacemaker pocket. A new leadless pacemaker was implanted. The physician subsequently explanted the entire system, including the pacemaker, right atrial lead, and right ventricular lead. The patient was recovering post-procedure.